Event description:
The customer reported that the system exhibited "ad channel" errors upon system start up. This error is likely to prevent the system from booting to a usable state. No patient death or serious injury was reported related to this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The battery charger was evaluated and calibrated to the correct voltage. The system was tested and found to be working as intended and returned to service.